Manufacturer narrative:
As reported, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused great bodily harm to the patient, including, but not limited to, thrombosis and perforation of the vena cava directly and proximately causing his multi-system organ failure and death, on or about thirteen (13) years after placement of device. As direct and proximate result of this filter malfunction, the patient suffered fatal injuries, damages, and an untimely death. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusion within the ivc does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The legal brief also noted perforation of the vena cava. Without procedural films for review, the reported perforation of the ivc could not be confirmed. A clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. The timing of the perforation has not been reported at this time. It is unknown if the perforation of the vena cava influenced the organ failure which lead to the untimely death. Multisystem organ failure (msof), is altered organ function in an acutely ill patient requiring medical intervention to achieve homeostasis. Local and systemic responses are initiated by tissue damage. The primary cause triggers an uncontrolled inflammatory response. Sepsis is the most common cause of multisystem organ failure. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter in 2002. The filter subsequently malfunctioned and caused great bodily harm to the patient, including, but not limited to, thrombosis and perforation of his vena cava directly and proximately causing his multi-system organ failure and death, on or about (B)(6) 2015. As direct and proximate result of this filter malfunction, the patient suffered fatal injuries, damages, and an untimely death.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused great bodily harm to the patient, including, but not limited to, thrombosis and perforation of his vena cava directly and proximately causing his multi-system organ failure and death, proximately thirteen years and three months post implantation. As direct and proximate result of this filter malfunction, the patient suffered fatal injuries, damages, and an untimely death. The following additional information was received per the patient¿s implant records: the filter was implanted at the l2-3 interspace due to pulmonary thrombo-embolism and right upper extremity compartment syndrome. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), patient expired approximately thirteen years and three months post implantation. The patient reported the filter was embedded in the wall of the ivc, blood clots, clotting, and/or occlusion of the ivc.

Manufacturer narrative:
Additional information was provided and is available in: (event description), (date received by the manufacturer), (evaluation codes) 1985 - reocclusion 1498 -pulmonary embolism. Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter implantation was reported to be pulmonary embolism (pe) and right upper extremity compartment syndrome. The filter was implanted via the right common femoral vein at the level of l2-l3. The patient is reported to have tolerated the procedure well. At some point after the filter implantation, the patient developed device embedment in the wall of the inferior vena cava (ivc), blood clots, clotting and/or occlusion of the ivc and filter. The patient¿s post-procedural course was further complicated by deep vein thrombosis (dvt), cardiac arrest, massive internal hemorrhaging, respiratory failure, renal failure, severe pain, neurological changes, multi-organ failure and pe. The patient underwent numerous thrombolysis, angioplasty and stenting procedures and dialysis. In addition, the patient is reported to have required the placement of another vena cava filter. Approximately thirteen years and three months after the implantation, the patient expired. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter embedment and ivc perforation events could not be confirmed and the exact cause could not be determined. The reported ivc perforation could not be confirmed without procedural films for review. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The trapease vena cava filter is designed for permanent implantation. Endothelialization has been shown to occur in as short a period as twelve days. Recurrent pe is a known potential complication of filter implantation and is listed in the IFU as such. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused great bodily harm to the patient, including, but not limited to, thrombosis and perforation of his vena cava directly and proximately causing his multi-system organ failure and death, proximately thirteen years and three months post implantation. As direct and proximate result of this filter malfunction, the patient suffered fatal injuries, damages, and an untimely death. The following additional information was received per the patient¿s implant records: the filter was implanted at the l2-3 interspace due to pulmonary thrombo-embolism and right upper extremity compartment syndrome. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), patient expired approximately thirteen years and three months post implantation. The patient reported the filter was embedded in the wall of the ivc, blood clots, clotting, and/or occlusion of the ivc. According to the information received in the discovery form (ppf), the patient reports dvt, occluded ivc filter, pain and suffering, perforating ivc filter, numerous thrombolysis procedures, cardiac arrest, internal bleeding, respiratory failure, renal failure and dialysis, acute blood loss, pulmonary emboli, ivc angioplasty and stenting, neurological changes, multisystem organ failure, new ivc filter placement, and death.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused great bodily harm to the patient, including, but not limited to, thrombosis and perforation of his vena cava directly and proximately causing his multi-system organ failure and death, approximately thirteen years and three months post implantation. According to the information received in the patient profile form (ppf), patient expired approximately thirteen years and three months post implantation. An autopsy report or death certificate has not been provided. The ppf indicated that the filter was embedded in the wall of the ivc, there were blood clots, clotting, and/or occlusion of the ivc. The ppf also noted that the patient experienced internal hemorrhaging, organ failure and death. The indication for the device implant was pulmonary thrombo-embolism and right upper extremity compartment syndrome. The filter was placed via the right common femoral vein and deployed at the l2-l3 interspace, below the renal veins and above the bifurcation. The patient is reported to have tolerated the procedure well. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Blood clots, clotting and/or occlusion of the ivc does not represent a device malfunction, rather, patient and pharmacological factors may have contributed to these events. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without the procedural films or post implant imaging available for review the reported perforation of the ivc could not be confirmed. Without a death certificate or official cause of death it is not possible to determine what factors may have contributed to the multi organ failure, hemorrhaging and death. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.